Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 1 of 2; reference MFR. Report#: 1627487-2020-23264. It was reported the patient's left drg lead located at t12 was confirmed to have migrated. As a result, the patient's left drg lead located at t12 was explanted and replaced to address the issue. Note: both of the patient's drg leads located at t12 are being reported because it's unable to determine which lead was located on the left side of t12.